Event description:
The dealer states that the devices weld slowly started to separate. The end user told him that going down a ramp the weld completely came apart. Advised the dealer that the walking beam kit would be covered by the chairs frame warranty.